Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that on (B)(6) 2011, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient was admitted after syncopal episode which was diagnosed as tachycardia. On the same day, the patient was diagnosed with stent thrombosis of 2.75x32mm study stent in the ramus. Two days post-admission, stent thrombosis was considered resolved with residual effects. Fifteen days post-admission, dual chamber ICD was implanted as a treatment for tachycardia.

Event description:
Same case as MDR ID 2134265-2014-05081 and MDR ID 2134265-2014-05080. (B)(4) study. It was reported that stent thrombosis occurred and the patient experienced arrhythmia. In (B)(6) 2011, the patient was referred for cardiac catheterization which revealed the totally occluded in stent restenotic culprit lesion for st elevated myocardia infarction (stemi) located in the proximal left anterior descending artery (lad) with 100% stenosis and was 32 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with predilatation and placement of a 3.0x32mm study stent. Following post-dilation, residual stenosis was 0%. In (B)(6) 2011, a 3.0x38mm and a 3.5x38mm promus element stents were placed in mid to distal right coronary artery (rca) and a 2.75x32mm promus element stent was placed in ramus intermedius. In (B)(6) 2013, the patient was admitted after syncopal episode which was diagnosed as arrhythmia and was admitted on the same day. Two days post hospitalization, the patient was diagnosed with in-stent restenosis of a 3.0x38mm and a 3.5x38mm study stents placed in the mid extending to distal rca and an occlusion of a 2.75x32mm study stent implanted in the ramus intermedius. Thirteen days post hospitalization, a dual chamber ICD was implanted as a treatment for arrhythmia and the event was considered resolved with residual effects. The patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2011, the patient presented with acute chest pain which was diagnosed as myocardial infarction and was referred for cardiac catheterization. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient had a syncopal episode which was diagnosed as tachycardia and was admitted on the same day. ECG showed some t wave inversions and troponin was slightly elevated. Fifteen days post admission, the patient was transferred to another hospital and on the same day, implantation of an implantable cardioverter defibrillator (ICD) was performed as treatment for tachycardia.